Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg was not communicating with external devices. The patient had two unrelated rf procedures and did not put the ipg into surgery mode. Field representative met with the patient and was able to successfully recover the ipg. Effective therapy was established.